Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient fell again and this time they got a concussion and their bladder pain and uti's have started. Caller stated they took a urinary sample and it was negative. It was reviewed that patient services was not qualified to answer these questions and the patient was redirected to their healthcare provider for direction. No further complications were reported or anticipated.